Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2013 with a bifurcated device and a suprarenal aortic extension. Upon follow-up, computed tomography revealed a type 3a endoleak. Patient did not have enough overlap in anatomy. Secondary procedure completed on (B)(6) 2016, physician elected to implant two intrarenal extensions to seal the endoleak.